Event description:
A year and a half after receiving three cypher stents, the patient had thrombosis.

Manufacturer narrative:
The target lesion was the proximal circumflex (cx) and the obtuse marginal (om). For proximal cx, the vessel was de-novo and concentric. Aha/acc classification of the vessel was type c. The lesion length was 29.2mm and vessel diameter was 2.8mm. For the om, the vessel was in-stent restenosis of a previously implanted bare metal stent. Aha/acc classification of the vessel was type b2. The lesion length was 18.7mm and vessel diameter was 2.5mm. The procedure was an elective case. For the proximal cx, pre-dilatation was conducted with a 3.0 x 20mm balloon at 12atm for 60seconds. First a 2.5 x 18mm cypher stent (lot i0205110) was implanted at 16atm for 20seconds. A 3.0 x 23mm cypher stent (lot i1204130) was implanted at 14atm for 20seconds proximal to the 1st cypher. The two stents were not overlapping each other. Post-dilatation was conducted with the delivery system balloon at 18atm for 20seconds. Ivus was not conducted. The residual % of stenosis was 25%. Timi flow was 3 before the procedure and 3 after the procedure. Act was not measured. Nine months later, the om was treated. The procedure was an elective case. Pre-dilatation was conducted with a 2.5 x 20mm balloon at 12atm for 30seconds. A 2.5 x 23mm cypher stent (lot i1005005) was implanted at 18atm for 20seconds. Post-dilatation was not conducted. Ivus was not conducted. The residual % of stenosis was 25%. Timi flow was 3 before the procedure and 3 after the procedure. Act was not measured. A year and a half later, the patient was hospitalized for knee surgery. Anti-platelet medicine was stopped. A few days later, the patient complained of chest pain. Angiography was conducted and thrombus was observed in all cypher stents. To treat the thrombus, balloon angioplasty was conducted with 2.5 x 15mm voyager balloon from 30 to approx 60 seconds three times. Inflation pressure was unknown. Physician indicated that the possible cause of the thrombotic event was because anti-platelet medicine was stopped due to knee surgery. This device is distributed outside the united states; however, it is similar to the united states product. This device is one of three products associated with this event. Please refer to MFR report # 9616099-2007-00889 & 9616099-2007-00890. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.